Event description:
During surgery, surgeon removed 5mm laparoscopic kittner dissector from the abdomen, and the scrub tech noticed the tip piece of kittner was not attached. Surgeon was able to locate the kittner tip and safely remove it from the patient.